Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that just prior to the start of a secondary medication, after the rn spiked the bag, the medication contained in the secondary infusion bag leaked when the set broke below the drip chamber and leaked 7-10 ml on the rn¿s chemo gown and on the flow. The infusion was delayed for two hours during the pharmacy preparation of the second bag. No patient or user harm was reported.

Manufacturer narrative:
The customer report that the set broke below the drip chamber and leaked was confirmed. Visual inspection showed a separation at the engagement between the outlet port of the drip chamber and vinyl tubing components. The root cause was an assembly sequence not being followed during the manufacturing process.

Event description:
The customer reported that just prior to the start of a secondary medication, after the rn spiked the bag, the medication contained in the secondary infusion bag leaked when the set broke below the drip chamber and leaked 7-10 ml on the rn¿s chemo gown and on the floor. The infusion was delayed for two hours during the pharmacy preparation of the second bag. No patient or user harm was reported.